Event description:
This is a pt that had a severe and long history of gerd, who then developed barrett's esophagus. He also had a significant history of esophageal stricture formation, secondary to gerd and barrett's esophagus, which necessitated multiple dilation procedures in the past. The physician was not informed by the pt of this history at the time of treatment. The pt underwent ablation of barrett's esophagus. No complaints or adverse events occurred during the treatment. The pt called the physician early the next month stating that food was sticking during swallowing and that he was having some discomfort with swallowing.. Physician confirmed by pt report that pt was compliant with ppi therapy. Endoscopy was performed revealing no visible barrett's tissue, however there was a moderate stricture just above the gastroesophageal junction that was about 9 mm in inner diameter and less than 1 cm in length. A conservative balloon dilation was successfully performed without complication.

Event description:
Additional infomation for 2952366-2005-0002. A follow up with the physician on 03-22-2006 confirmed that the pt underwent dilations and dysphagia was resolved, the pt was evaluated an the barrett esophagus was treated, except a small residual im, less than 1 cm.